Event description:
Additional information received from reporter on 2/3/2023 for report mw5114308. For over six months contact lens continues to somehow create a line or deposit or smear on one side. First reported in may 2022. J&j responded and swapped out lens but did not ever disclose their findings after we sent all the lenses in. Problem continued and it was reported again (medwatch report # mw5114308) but we erroneously used the initial lots from may. We have now included the lot numbers from the most recent dozen lenses at issue and hope j&j will be more transparent with the issue. Otherwise will switch to another brand as optometrist concurs with that. J&j did call regarding our last issue and took considerable information, as in may, and once again asked the lenses to be sent in. Not sure if we will take the time to do it again as we do not hear back from them. Also was not "hurt" as form pull down menu only offers that word, however after a week of wearing the left lens it degrades to point it causes corneal irritation and has to be tossed. Optometrist viewed it in situ and agreed something was on the lens causing the problems. Finally we never saw our first report in the maude data base. Then again we may have looked in the wrong place.

Event description:
Johnson and johnson vision has been repeatedly unresponsive. Lens after just a few days are becoming unwearable due to some type of degradation of the lens which render them unwearable with corneal irritation. Get some response from j&j on these av oasys toric lenses. This has been going on for months with multiple lens and lots. Now pregnant.